Event description:
It was reported a patient underwent a right hip revision approximately eight years post implantation due to femoral loosening of an unknown product. During the revision the bone was noted to be ¿thin¿ and while placing the new stem, a fracture was noted by the lateral femoral condyle. Strut grafts and cerclage wires were used to complete the procedure. All the implants were revised without further complication. Attempts have been made and no further information is available.

Manufacturer narrative:
(B)(4). Proposed component code: mechanical (g04)- stem. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: an initial right tha was performed and a revision occurred approximately 7 years post implantation with unknown product. Again approximately twelve years post implantation, the patient underwent a second revision. During the revision, the bone was noted to be thin and while placing the stem, a fracture that extended anteriorly where the cement had stopped. Cables were used to improve stability from the fracture. No additional complications noted. The complaint was confirmed based on the evaluation of the provided medical records. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. A definitive root cause cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.